Manufacturer narrative:
The ge svc rep began adjustments of the camera and found a loose screw inside the camera cover. This may have caused image quality issues. He replaced the screw to where it came from, and completed camera focus and iris adjustments. The system is working as intended.

Event description:
The customer reported that images are appearing washed out. No injuries were reported and all cases were completed.